Event description:
Patient was revised to address pain and cup loosening.

Manufacturer narrative:
Examination of the acetabular cup was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Provided patient records have been reviewed. There is no indication within the limited information provided that the complaint is product related. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/23/2014 - pfs and medical records received. This complaint is now legal. This complaint is for the left hip and a correct dor was provided. After review of the medical records for MDR reportablility, the revision operative note indicated cup loosening, pain, black stained tissue,a and one screw breaking while being removed and was left in place. The revision note only states one screw was removed, but there were two screws implaned during the primary. There was no mention of metallosis. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Patient was revised to address pain and cup loosening. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.